Event description:
It is reported that the initial hip replacement took place in 2004 and pt was revised in 2008, due to femoral component loosening.

Manufacturer narrative:
Eval summary: the alleged complaint refers to a versys femoral component loosening from the cement in the canal. The stem was not returned for eval. The initial surgery was in 04 with a revision surgery of 08. The pt was a small, female, but her activity level was not stated. Additional surgery info (including cement type, x-rays, and/or photographs) was not provided. Cause can not be definitely determined based on the info provided. Eval: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be re-opened. Zimmer, inc. Considers the investigation closed.